Manufacturer narrative:
(B)(4). This report of a use error - failed to follow proper therapy steps was confirmed. Patient stated that they replaced the cassette but not the heater bag. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
During assistance with troubleshooting for a check supply line alarm, which occurred on the homechoice (hc) during use, during prime, the patient revealed that they changed out the cassette, but used the same bags. The baxter technical service representative (tsr) advised them to start over with new supplies. During a follow-up with the home patient (hp) regarding the reported problem, they stated they found out they had a use error, with using the same bags over. The hp stated they did start completely over and was able to continue with therapy. The peritoneal dialysis registered nurse was also followed up with, and they stated the patient is fine. They do not have any health consequences as determined by their recent visit. The patient did not mention the use error. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.